Manufacturer narrative:
There is a pump infusion issue observed by end user. Pump is going from fcs - lake mary rinehart to mckesson for service. Pump will not be returned to intuvie. MDR follow up will be submitted when we have pump for evaluation or when additional information becomes available. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 4/17/2024 intuvie received a complaint that pump is not infusing as programmed. Pump is going from fcs - lake mary rinehart to mckesson for service. It is determined to be flowrate unknown issue based on the information available.